Manufacturer narrative:
Correction to g3: date received by MFR ¿ the correct aware date is 07/07/2025 (not 02/11/2025 as initially reported). Additional information h11: the following test were performed by the facility biomed which passed: downstream (distal) occlusion sensor test (4.2 to 14.0 psi) results: 8.96, upstream occlusion sensor test results: pass, flow rate accuracy test (23.75 - 26.25 ml/hr) results: 25.18. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a1, b3, b5, d10, h6, and h11. B5: it was further informed that milrinone was infused at 187.5ml/hr;90ml. The event occurred during delivery. There was no report of patient injury or medical intervention associated with this event. H11: an event history log review was performed, and on 02/03/2025 the drug selected was milrinone. The infusion was stopped by several downstream occlusion alarms which were cleared by the customer along with the infusion completion alerts. The customer powered off the device indicated by 02/04/2025 shutting down due to power switch. The reported condition was verified. The device was not received for evaluation; therefore, a device analysis could not be completed. In the absence of the actual device the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) was not infusing. This issue was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.